Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of beeping air in line could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported alaris pump module smartsite infusion set had air in line. The following information was received by the initial reporter with the following verbatim. These lines were beeping ¿air in line¿. It was reading air in the line on the pump but they changed out the tubing and it was fine. They said they have run into a couple of those reading recently but with different lot numbers. The one lot number is what we know for sure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.